Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited over sensed noise that resulted in pacing inhibition with greater than two seconds asystole. The patient complained of chest pain and had some atrial fibrillation as well as atrial flutter. The lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.